Event description:
We received an allegation of a display issue with a coaguchek xs meter. The date of the event is an approximation; the display issue started approximately one month ago. The reporter alleged, "only half of the numbers light up on the meter." Upon completion of a display check, segments were missing from all 3 "888"s in the results field. Segments were missing from the top of the "8"s as well as the bottom right side. There were also segments missing from the date field. When checking results in the meter memory, the top segment, as well as the bottom right side segment, were missing from the last result. The customer alleged the meter now shows a result of 4.5 inr, however, two results of 1.9 inr were reported 2 weeks ago and a result of 1.8 inr was reported on 02-feb-2023.

Manufacturer narrative:
Occupation is patient/consumer. The meter was not dropped or mishandled. There was no moisture, debris, or corrosion in the battery compartment. The meter was requested for investigation.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter was received for investigation. The circuit board was tested and the investigation found there was an issue with the conductor track which caused the missing segments. No contamination was observed on the circuit board. The investigation determined the cause of the event was a problem with the circuit board or an electronic component of the circuit board.